Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. 10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; the seal was missing. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. The investigation showed that the date and time was not up to date, and error code was also found. The date and time change, and error code was found to be the cause of the reported problem. For corrective action the main board and latch lock flex were replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited error code 41541-2003: date/time changed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.